Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to lower abdomen on (B)(6) 2016 using cooladvantage plus applicator and treated to upper abdomen on (B)(6) 2016 using cooladvantage plus applicator who developed paradoxical hyperplasia (pah/ph) after treatment on (B)(6) 2017. Diagnosed with pah on (B)(6) 2017 on the lower and upper abdomen. Pah described as total abdomen had grown and had a visibly enlarged tissue volume over the treated area. It was firmer than surrounding untreated fat issue.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction initial reporter phone number : (B)(6).

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to lower abdomen on (B)(6) 2016 using cooladvantage plus applicator and treated to upper abdomen on (B)(6) 2016 using cooladvantage plus applicator who developed paradoxical hyperplasia (pah/ph) after treatment on (B)(6) 2017. Diagnosed with pah on (B)(6) 2017 on the lower and upper abdomen. Pah described as total abdomen had grown and had a visibly enlarged tissue volume over the treated area. It was firmer than surrounding untreated fat issue.